Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/6/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated he has replacement arrived caller did not need help setting up unit caller did not want tp run blood or controls test. No medical intervention or symptoms reported at the time of the call.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from results obtained of 54 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 02/13/2019, a back to back blood test was performed by the customer non-fasting and produced test results of 219 mg/dl and 229 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is three weeks. Customer had finished test strip lot mv2902 during the back to back test performed during the call; customer will begin using lot mv2875 until replacement is received and will send lot mv2875 for investigation with his meter. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with tests results from results obtained of 54 and 207 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 02/13/2019, a back to back blood test was performed by the customer non-fasting and produced test results of 219 mg/dl and 229 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is three weeks. Customer had finished test strip lot mv2902 during the back to back test performed during the call; customer will begin using lot mv2875 until replacement is received and will send lot mv2875 for investigation with his meter. The meter memory was reviewed for previous test result history: result 1 :84mg/dl, date: (B)(6) 2019, time:6:00am, fasting; result 2 :139mg/dl, date: (B)(6) 2019, time:9:20pm, fasting; result 3 :130mg/dl, date: (B)(6) 2019, time:4:01pm, fasting; result 4 :54mg/dl, date: (B)(6) 2019, time:6:05am, fasting; result 5 :207mg/dl, date: (B)(6) 2019, time:6:05am, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01620813 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 3/6/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated he has replacement arrived caller did not need help setting up unit caller did not want tp run blood or controls test. No medical intervention or symptoms reported at the time of the call.